Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 6. There was nothing found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) had the home patient (hp) close all of the clamps. The hp cycled the power to clear the system error 2240, which was followed by system error 2367. The hp then ended therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify their peritoneal dialysis registered nurse about any missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.